Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 10/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 280mg/dl and 283mg/dl. Reviewed meter memory: 1: 112mg/dl (B)(6) 2015 08:25:00 am fasting:yes. 2: 196mg/dl (B)(6) 2015 04:04:00 pm fasting:no. 3: 178mg/dl (B)(6) 2015 10:13:00 am fasting:yes. 4: 157mg/dl (B)(6) 2015 07:52:00 am fasting:yes. 5: 188mg/dl (B)(6) 2015 08:52:00 am fasting:yes. Customers concern: 196mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 10/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 280mg/dl and 283mg/dl. Reviewed meter memory: (B)(6). Customers concern: 196mg/dl. No adverse event reported.